Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Consumer reported their stimulation turns off on it¿s own. It was reported that they lose the feeling of stim and when they check it with their programmer the ins was off (there was no lightning bolt). The patient mentioned they have an apple watch that has a magnet at the end of the watchband and they thought maybe the apple watch causes the ins to go off. It was reported that it goes off when they do not even have the apple watch on them or in their room. Patient reported they do not press the ins off button. They charge every 3 days and the charge was currently full. Patient reported ¿a little while ago¿ the ins was off and they turned it on and while on the call the programmer said the ins went off again so they manually turned it back on. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she kept finding out when her leg wasn¿t reacting to the stim. The patient reported that the stim was checked to verify the accuracy and it checked out ok. The patient reported that somehow, we thought she may have turned it off while handling the monitor. The patient was keeping a close watch on it now. Additional information was received from the patient on 2020-04-06. The patient reported that she must have been hitting the buttons on the side of the monitor. The patient reported that they tested both her stimulator monitor and charger and all tested out ok. No further complications were reported.